Event description:
Patient's spouse stated v-go needle attached to the upper part of the patient's outer thigh was exposed and the adhesive pad became loose while wearing the device last night. The device in question was thrown away.